Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) is now at elective replacement indicator (eri) and no lead trend data is available for the atrial lead. Data was able to be obtained from a save to disk and it showed that the device had a diagnostic reset occur several years ago. Additionally, several years ago the atrial lead had triggered an atrial lead warning, had far field r-wave (ffrw) oversensing, noise and high/undefned impedance. There was also a polarity switch that occurred as a direct result of the atrial lead integrity issue. The ipg was explanted and replaced. The atrial lead remains in use with the new ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.